Manufacturer narrative:
The investigation for the reported console (aic) purge issue has been completed. After reviewing the logs, the reported issue with this console not being able to finish priming the purge could not be confirmed. In contrary to what the user reported, it appears that the console was able to complete priming after the start of a new case on the reported occurrence date. However, it was discovered that in one instance after step 3 of the case start wizard, the purge priming bar did not appear to user given priming was already completed at this step. After connecting the pump, the aic skipped straight to step 6 where purge fluid information is entered. This is likely what the user was reporting when they said that the console was not completing the purge solution priming at the start of a new case. The reason the purge priming bar did not appear on the aic is because the purge had already completed priming before the pump was connected. When reviewing the rt logs during this time frame it showed that there was about 800 mmhg of purge pressure before the pump was connected which could indicate one of the following scenarios: the yellow luers were already connected and pump was fully primed.¿ -or-there was increased purge pressure without the pump¿s purge lumen connected, which resulted in the skipping of the priming step when the user would have connected the yellow luers. Console was tested after arriving in field service. After testing the console with a pump and purge cassette in the lab for a couple of hours, the reported issue could not be reproduced. Console was able to prime without any issues and was functioning normally. The root cause of the reported issue was likely use related. Added- d9 device return date d2-updated common device name h4-added device MFR date.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) would not complete the purge solution prime at the start of a new case. A new console was used to complete the procedure. No patient harm was reported.